Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed a fracture 329.3cm from the proximal end. Spring tip was not returned for analysis. A kink was noted approx. 177cm from the proximal end. All outer diameter that could be measured was within the specifications. The fractured section was sent to the (B)(4) for analysis. As per (B)(4) reports the failure occurred due to a bending/tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, the rotational atherectomy device was unable to reach optimum speed. The target lesion was located in the left main. This 330cm rotawire was selected and used in conjunction with a 1.50mm burr; however, during the procedure the speed of the burr was between 120000 and 130000 rpm. The burr was unable to reach optimum speed 170000-180000 rpm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a guide wire fracture.

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, the rotational atherectomy device was unable to reach optimum speed. The target lesion was located in the left main. This 330cm rotawire was selected and used in conjunction with a 1.50mm burr; however, during the procedure the speed of the burr was between 120000 and 130000 rpm. The burr was unable to reach optimum speed 170000-180000 rpm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a guide wire fracture.

Manufacturer narrative:
(B)(4).